Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex¿ esophageal ng stent was to be used to treat a 1.5cm malignant esophageal stricture during an esophageal stent implantation procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician began deploying the ultraflex¿ esophageal ng stent when the deployment suture broke. The ultraflex¿ esophageal ng stent was deployed halfway and could not be deployed any further. The physician removed the ultraflex¿ esophageal ng stent from the patient partially deployed. The procedure was completed with another ultraflex¿ esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A deployed ultraflex esophageal ng stent and delivery system were returned for analysis. The suture and pull ring were fully withdrawn and were not received for analysis. Visual and microscopic examination found that the proximal end of the stent was damaged. It appeared that one of the wires had been pulled forcefully distorting the stent profile. Visual and tactile examination found no kinks or damage along the shaft of the device. The damage identified during the product analysis is consistent with the application of excessive force does not appear to be linked to the complaint event. The most likely cause of this damage is improper handling at the end of the procedure. Device analysis determined that the condition of the returned device was not consistent with the complaint incident. The suture release string broke when the stent was partially deployed. However, the stent was received fully deployed. The cause of the reported deployment difficulties and the noted device defects were most probably due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent was to be used to treat a 1.5cm malignant esophageal stricture during an esophageal stent implantation procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician began deploying the ultraflex esophageal ng stent when the deployment suture broke. The ultraflex esophageal ng stent was deployed halfway and could not be deployed any further. The physician removed the ultraflex esophageal ng stent from the patient partially deployed. The procedure was completed with another ultraflex esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.